Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) had an alarm during drain 2 of 6 and the hp stated she saw bubbles in the patient line during therapy on a home choice (hc). The hp also stated she disconnected and reconnected to the patient line. The technical service representative (tsr) assisted with ending the therapy and advised the hp to start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) during the drain stage, where the home patient stated she saw bubbles in the patient line is confirmed because the home patient stated she disconnected and reconnected to the patient line, which is a use error that can cause contamination and/or air to enter the tubing. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.